Manufacturer narrative:
Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while opening the shipper case of the healon ophthalmic viscosurgical device (ovd) which includes 48 boxes inside, one of the product had a tear on the package. The issue occurred prior to the beginning of the procedure. The procedure was successfully completed with a replacement device. No further information was provided.